Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred the following cause. The insufficient reprocessing of the subject device by the user. The air/water channel of the subject device was broken by some cause.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, liquid like oil came out of the air/water nozzle of the subject device. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.